Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer thought one occlusion may have been due to the cartridge; however, this could not be confirmed. At time of report, customer declined to complete a pump system check to confirm blockage. Customer's current blood glucose (bg) was 142 mg/dl; there was no reported adverse impact to bg in past.